Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot), d9 and h4 corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been brought to my attention by mdrd that total 5 of our 36mm trial liners have suffered some wear and tear. There are gouges in the material and therefore site will not sterilize and reprocess these trial liners. Three of the liners are downstairs and will have to confirm which three those are. As for the missing other 2 the lead of mdrd is certain they gave them to one of our sales teammates but have not been able to locate them.